Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen with concentration 3000 mcg/ ml at a dose rate of 1350 mcg/ day via an implantable pump for intractable spasticity. Regarding the patient's medical history, it was noted they were a non-smoker, no alcohol use, and they had no kidney problems. It was reported that the patient experienced spinal headaches that were severe when sitting or standing upright. There was a collection of cerebrospinal fluid (csf) around the anchor site. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only). The physician did a blood patch shortly after her first symptoms and a second one sometime last week but without success. The physician then had the patient see an ortho spine surgeon to perform a laminectomy and dural patch, which was performed today (B)(6) 2021 and was successful. Two blood patches and surgery today were performed to fix the csf leak in the dura. The dural leak was fixed by using a purse string around the catheter at the dura. There was no change in therapy. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there were none. No further diagnostic tests/troubleshooting was performed. The patient was recovering from surgery at the hospital and was scheduled to leave the hospital on (B)(6) 2021. The device remained in service and no changes were made. The patient was without injury regarding their status as of (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Upon opening the spinal incision there was a small dural tear that had healed some but not fully. The dura was repaired and then closed. The surgeon stated the catheter looked intact and had no concerns. No implants were changed or revised on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2021 (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-dec-23, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). Surgery was scheduled for 2021 (B)(6) for a continued cerebrospinal fluid (csf) leak. The patient would be positioned prone. A plastic surgeon was going to perform a bilateral paraspinal muscle flap repair of the csf leak site. The patient did not develop any signs or symptoms of withdrawal, but has experienced headaches since 2021 (B)(6). On 2021 (B)(6), the rep reported that after removing the existing implanted spinal catheter segment, the plastic surgeon did a primary repair of the chronic csf leak at the l2l3 interspace via bilateral paraspinal muscle flaps. After the procedure was complete, the neurosurgeon implanted the catheter with an 8781 catheter at the l1l2 interspace. After all incision sites were closed, the catheter access port (cap) was accessed with a 24 gauge noncoring needle. Csf was easily withdrawn and no air bubbles were seen so a catheter length of 82 cm was primed with 541 mcg of the 3,000 mcg/ml gablofen in the reservoir. The patient was restarted at infusion rate 1,319 mcg/day.